Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up mode. The patient had laser eye surgery after the device was implanted. A download attempt was unsuccessful and the device was replaced.